Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: n/a. Investigation conclusion: the customer issued a complaint for pen difficult to use/unable to operate detected during use of the product by the end-user. Zero samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: unconfirmed, no sample received.

Event description:
It was reported that the pen is not work when plunger was pushed medication did not flow with a bd pen ii mylan 3.0ml. The following information was provided by the initial reporter: on (B)(6) 2019 at 04:33 pm, a consumer called and stated that her apokyn pen was not working. When she set the dosage and pushed the plunger, nothing would come out.